Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacturer narrative. Additional information: type of report: follow up, type of report, follow up, additional information/correction: event problem and evaluation codes. The customer reported that the central nurse's station (cns) has froze twice in the past hour. The customer states that the unit has a new hard drive that was replaced just two months ago. The customer sent the unit in for evaluation. The reported problem of the cns freezing could not be duplicated through testing, trouble shooting and extended operation of the device. Review of the device history indicates no previous cnd (could not duplicate) status. The unit operates to manufacturer's specifications. Hard drive was reformatted and reloaded with software version (B)(4). Unit was returned to the customer.

Manufacturer narrative:
The customer reported that the cns has froze twice in the past hour. The customer states that the unit has a new hard drive that was replaced just two months ago. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns has froze twice in the past hour.